Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that aspiration failure occurred during a cataract procedure. There was no patient harm reported.

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record review is not possible. The returned sample was visually inspected and no obvious defects were observed. The sample was tested using a console, with a current version of software. The sample was recognized and primed successfully. The max vacuum, as well as the irrigation and aspiration flow rates were within specification. No leakage was detected and no damage was observed on the fittings. The sample functioned per specification. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).